Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. No unexpected replace battery now alarm noted. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing battery. The blood glucose was 190 mg/dl at the time of the incident. Customer also got replace battery alarm customer reports display is blank. Troubleshooting steps were guided for blank display screen. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Display did not return after pump restart. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.